Event description:
It has been reported that during a ptca procedure, a dissection of the left main coronary artery occurred. The dissection was noticed during the last injection; the stent was already delivered and case was completed. The pt was sent to surgery for repair. The pt is reported to be in stable condition and the product is not being returned for eval.